Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The compact flash card was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/11/17 phone call, 7/12/17 phone call, 7/13/17 phone call.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician cycled power and continued with the case. There was no reported patient injury.